Event description:
Medtronic received the following journal article, which is summarized as follows: influence of obesity on in-hospital and midterm outcomes after endovascular repair of abdominal aortic aneurysm (j. Endovasc. Ther. 2009; 16:302-309). This journal article reported 80 patients who underwent endovascular aneurysm repair (evar) using aneurx stent grafts and devices from 2 other manufacturers. The article reported 1 death in a patient with a ruptured dissection; however, no autopsy was performed. Two cases of renal failure, 1 case of stroke, 1 case of myocardial infarction, and 1 case of bowel ischemia were reported. The article reported a total of 13 cases of endoleaks and 3 type IV endoleaks. Twenty-four late endoleaks within the first year post-implant were reported, including 2 type I, 3 type IV, and 19 type ii endoleaks. Re-intervention was performed in 2 cases, including implanting an additional stent graft because of stent-graft collapse caused by endoleak type I; coil embolization was used to treat a persistent type ii endoleak. Two incidences of wound infection without re-intervention were also reported.

Manufacturer narrative:
(Intervention required), it is unknown which manufacturer's device contributed to which event. None of the events in the article match event information already known to medtronic. The physician was contacted and requested to provide specific information related to each event related to aneurx devices, such as the lot number, implant date, intervention, and patient's outcome. No response has been received. Evaluation results: identity of which device with which event were not provided. Death, endoleak, renal insufficiency/failure, gastrointestinal complications. Obesity; type ii endoleaks. Conclusion: identity of which device with which event were not provided. Obesity; type ii endoleaks.